Event description:
In 2008, the patient stated that she has had issues with infusion sets not sticking to her skin. She stated that the adhesive sticks for about an hour and then begins to peel around the edges. She stated that she has experienced this issue with 5 different infusion sets from the same box/lot. She stated that she washes the area and allows her skin to dry before adhering the infusion set to her skin. She used an infusion set from another box and had no issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.